Manufacturer narrative:
Other applicable components are: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead. Product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2009- explanted: product type lead product ID 37743 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type programmer, patient product ID 37752 lot# serial# (B)(4). Implanted: (B)(4) 2009 explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The rep reported that the ins was going to be removed because it didn¿t provide pain relief. Additional information was received from the rep on (B)(6) 2014 the rep reported that the patient was scheduled for ins removal on 2014. The rep reported that the patient had been reprogrammed several times in the past. The rep reported that the patient had wanted to the ins explanted for over a year. Additional information was received from a healthcare provider (hcp) regarding the patient on (B)(6)2017. The hcp reported that the ins was removed due to ¿stimulator malfunction¿ but the leads remain in the patient. The hcp reported that the ins was explanted on (B)(6) 2014. No further complications were reported.

Manufacturer narrative:
Product ID 3778-60 lot# (B)(4) implanted: (B)(6) explanted: product type lead product ID 3778-60 lot# (B)(4) implanted: (B)(6) explanted: product type lead product ID 37743 lot# (B)(4) implanted: (B)(6) explanted: product type programmer, patient product ID 37752 lot# (B)(4) implanted: (B)(6) explanted: product type recharger if information is provided in the future, a supplemental report will be issued.